Manufacturer narrative:
Additional information was received that everything was removed. Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient stated she experienced hives, rashes, and itching all over her body, inside her mouth, and over her eyes the day after an ipg implant procedure. The physician suspected that it was a result of the anesthesia and not due to the device. The patient also noted she experienced painful pressure in the legs, feet and hands. In addition, she experienced a strong, sharp pain in the right side of her head. The physician did not believe these symptoms were device related, and felt the patient was describing normal, pre-existing pain conditions. The physician noted that head pins were used to position the patient in a manner that allowed for cervical fluoroscopy which potentially contributed to the pain in the right side of the head. Nothing out of the ordinary occurred during the procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to metal allergies.

Event description:
A report was received that the patient stated she experienced hives, rashes, and itching all over her body, inside her mouth, and over her eyes the day after an ipg implant procedure. The physician suspected that it was a result of the anesthesia and not due to the device. The patient also noted she experienced painful pressure in the legs, feet and hands. In addition, she experienced a strong, sharp pain in the right side of her head. The physician did not believe these symptoms were device related, and felt the patient was describing normal, pre-existing pain conditions. The physician noted that head pins were used to position the patient in a manner that allowed for cervical fluoroscopy which potentially contributed to the pain in the right side of the head. Nothing out of the ordinary occurred during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient stated she experienced hives, rashes, and itching all over her body, inside her mouth, and over her eyes the day after an ipg implant procedure. The physician suspected that it was a result of the anesthesia and not due to the device. The patient also noted she experienced painful pressure in the legs, feet and hands. In addition, she experienced a strong, sharp pain in the right side of her head. The physician did not believe these symptoms were device related, and felt the patient was describing normal, pre-existing pain conditions. The physician noted that head pins were used to position the patient in a manner that allowed for cervical fluoroscopy which potentially contributed to the pain in the right side of the head. Nothing out of the ordinary occurred during the procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient stated she experienced hives, rashes, and itching all over her body, inside her mouth, and over her eyes the day after an ipg implant procedure. The physician suspected that it was a result of the anesthesia and not due to the device. The patient also noted she experienced painful pressure in the legs, feet and hands. In addition, she experienced a strong, sharp pain in the right side of her head. The physician did not believe these symptoms were device related, and felt the patient was describing normal, pre-existing pain conditions. The physician noted that head pins were used to position the patient in a manner that allowed for cervical fluoroscopy which potentially contributed to the pain in the right side of the head. Nothing out of the ordinary occurred during the procedure.